Manufacturer narrative:
Sorin group USA received a report that the tip of the bipolar device broke off. The tip was retrieved and there was no harm to the pt. The bipolar device was returned to sorin group USA for eval. Visual inspection confirmed that the lower jaw was broken. The broken piece is curved, which suggests that the breakage was caused by the lower jaw being bent away from the upper jaw with significant force. The sorin clearglide bipolar instructions for use state, "do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument." There was no report of pt complication due to the incident. The facility reported that the device broke off in the pt. This medwatch is being filed as a result of this report.

Event description:
The tip of the endoscopic vein harvesting device broke off. The tip was retrieved and there was no harm to the pt.